Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a spot on the intraocular lens. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/9/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original folding carton with the insert case. Visual inspection at 10x microscope magnification was performed. Loose particles were observed on the lens surface which could be related to the handling of the unit in a non-sterile environment. After the decontamination process, the lens was inspected and no damage/defect was observed on lens. The reported issues were not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received from the complaint reporter as follows: there was no patient contact. The spot was described as speckled haziness. (B)(4). All pertinent information available to abbott medical optics has been submitted.